Event description:
It was reported that the patient received two inappropriate shocks and 6 bursts of anti-tachycardia pacing (atp) for atrial fibrillation (af). Upon review, it was noted that the shock terminated the rhythm however there was noise noted with pacing inhibition, with possibly at least one beat of failure to capture, and oversensing on the right ventricular (rv) lead. The health care professional stated that there was possibly a rv lead fracture and the shock impedance measurements were low. It was also noted that the patient received undesired nerve stimulation. The patient was admitted to the hospital and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.